Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's blood glucose level was 120 mg/dl. The customer stated that he had problems with his pump randomly shutting off. The customer stated that he pressed some buttons and there was a weak battery. The customer stated that when he pressed act, it came back on. The customer stated that when he screwed the battery cap in, it does not fit flush against the pump and appeared to be cross threaded. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a new battery cap.